Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an event on (B)(6) 2012 the funnel shaped va lcp drill sleeve guide for the 2.7mm locking screws gave little guidance for the 2.0mm drill. Reportedly drill breakage occurred. No further information available for this event. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.